Event description:
It was reported that the paramedics were called and treated the customer due to low blood glucose of 24 mg/dl. It was stated that the customer was experiencing unexplained low glucose for a week. Troubleshooting was performed. The customer's most recent glucose reading was 138 mg/dl. It was stated that the customer's glucose level was fluctuating from day to day. Reviewed the alarm history and found motor error alarms. Ran a displacement and self test and they passed. Advised that the customer should revert to back up until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.